Event description:
It was reported that a day post implant during interrogation, this right atrial (ra) lead appeared to have dislodged. A lead revision was performed, and the ra lead was explanted and replaced with a new lead. This lead is not expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that a day post implant during interrogation, this right atrial (ra) lead appeared to have dislodged. A lead revision was performed, and the ra lead was explanted and replaced with a new lead. This lead is not expected to return. No additional adverse patient effects were reported.